Manufacturer narrative:
Tiger aesthetics medical complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Tiger aesthetics medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Left-side malposition and patient claim breast implant illness, symptoms: pain, memory loss, pressure in chest, shortness of breath, heart palpitations and intense tiredness. There isn¿t an official medical diagnosis for breast implant illness.